Event description:
The recipient reportedly experienced a demagnetized internal magnet following an MRI. The head bandaging protocol was reportedly followed. The recipient underwent magnet replacement surgery on (B)(6) 2026.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient device was successfully activated, and the recipient has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.